Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level had dropped down to 40 mg/dl during the night. The customer's blood glucose had been as low as 28 mg/dl. The customer would wake up and eat food. The customer declined troubleshooting for the low blood glucose. The customer stated the type of insulin he was using was causing the low blood glucose. The device will not be returned for analysis.